Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the angiogram provided; however the cause and type of endoleak could not be fully determined. While a type iii fabric endoleak cannot be ruled out, this type of endoleak would be less likely to have occurred at index. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy that may have contributed to an acute type iiib fabric tear (e.g. Calcification). This endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. This likely type IV appeared as a focused endoleak from the flow divider, due to the higher porosity in that single layer portion of the stent graft, between the distal margin of the cuff and the proximal margin of the limbs. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient during an emergency endovascular treatment of an 70 mm abdominal pre-ruptured aortic aneurysm. It was reported that during the index procedure, a type iii endoleak was noted after the implantation of the endurant stent graft device. It was stated that the physician performed a open revision of the stent graft. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine